Manufacturer narrative:
Initial and final MDR(B)(4) - device 3 of 3

Event description:
Reference number (B)(4) event occurred in spain it was reported that the patient faced 3 infusion set cannula kinked events within 3 hours after insertion events on (B)(6)2024. Infusion set was in use for few hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information